Manufacturer narrative:
H3. Device evaluated by MFR?; code 81, device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that patient is referred for repositioning surgery of generator due to pain at implant site. The physician has responded that the surgery referral was made to preclude serious injury and the cause of the pain at generator site is due to the patient's weight loss causing the device to be very uncomfortable. (The weight loss was not alleged to be caused by vns so will not be captured). Device history records were reviewed and the generator was seen to pass all functional and quality testing prior to distribution. Device evaluation and return of the device is not necessary. It will not add value to the investigation as the root cause is known. No known relevant surgical intervention has occurred to date. No other relevant information has been received to date.

Manufacturer narrative:
H6 investigation findings; corrected data; initial MDR inadvertently utilized incorrect code.

Manufacturer narrative:
B5. Describe event or problem; d6b. If explanted, give date (mo/day/yr), f10. Health effect - impact code; corrected data; information received prior to submission of supplemental report 01.

Event description:
The patient had a prophylactic battery replacement.